Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass the activation test. Based on the information available and analysis results, the activation issue identified in the pump could have caused or contributed to the reported clinical observation of inflation difficulties.

Event description:
It was reported that the patient experienced difficulties inflating the inflatable penile prosthesis. The patient underwent a revision surgery in which the physician found a kink in the reservoir tubing, not allowing appropriate performance of the device. The pump was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient experienced difficulties inflating the inflatable penile prosthesis. The patient underwent a revision surgery in which the physician found a kink in the reservoir tubing, not allowing appropriate performance of the device. The pump was removed and replaced. There were no patient complications.